Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). The device manufacture date is currently unavailable. Investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual inspection found that 5.5 healix3 peek anc.w/ocord had the anchor attached to the inserter. The suture and the inserter had foreign matter, presumably biological matter. When trying to disassemble the anchor from the shaft, resistance was found. Neither the inserter nor the anchor had any structural anomaly. The overall complaint was confirmed as the observed condition of 5.5 healix3 peek anc.w/ocord would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause can be associated with excessive force that may have been applied to the anchor when tightening, therefore, the anchor got stuck on the inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during a rotator cuff repair procedure, it was observed that the shaft on the 5.5 healix3 peek anc.w/ocord device could not be removed after removing the anchor. During in-house engineering evaluation, it was determined that resistance was found when trying to disassemble the anchor from the shaft. Another like device was used to complete the procedure with a delay of 20 minutes. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.